Event description:
The patient reported experiencing elevated blood glucose of 300 mg/dl due to the infusion tubing becoming disconnected from the infusion device during the night. The patient changed the infusion set and bolused with the infusion device to lower blood glucose. This is the second time the issue has occurred since in 2009. The patient's normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.